Manufacturer narrative:
Date of event: (B)(6). The v60 vent was received at the international service center for evaluation. The service technician duplicated the reported problem, output from power supply was zero. Power supply was replaced, then the issue was addressed.

Event description:
The international customer reported that even when plugged on the ac wall outlet, the v60 unit operated on battery. When power cord was replaced, the issue persisted. There was no patient involvement.